Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the attachment device fell apart. According to the report, an identical spare device was available for use. The reporter stated that the spare device also fell apart. A second spare device was available for use and was used to complete the surgical procedure. There were no delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing stack screw was missing. Therefore, the reported condition was confirmed. It was determined that the cause of loose components was due to a visible lack of loctite applied to the threads of the bearing stack screw and the thread ring. The loose components exhibited no evidence of loctite adhesive suggesting that the original assembly had not been properly applied in manufacturing. The assignable root cause was determined to be due to improper assembly during manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.